Manufacturer narrative:
Updated field(s): patient information, describe event or problem, serial#, other relevant history. Complaint record ID#: (B)(4).

Event description:
It was reported that during the insertion process of the intra-aortic balloon (iab), the sheath dilator broke off at the hub and ended up in the aorta of the patient. In the retrieval process, the aorta was perforated. A new iab was not inserted. The patient later passed away.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The introducer sheath and one-way valve were also returned. Additionally the hub of the introducer dilator was returned without the tubing. The broken tubing of the dilator was not returned. The sheath and dilator hub were measured and found to be dimensionally within specification. The evaluation confirms the reported problem. The dilator hub was detached from the dilator shaft. The root cause of the issue at this time is impossible to define. CAPA: 830128 has been initiated to investigate this issue further and identify a root cause. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event.

Event description:
N/a.

Manufacturer narrative:
Occupation - mshs, bsn, rn, nha, head of risk management / patient safety officer. Additional reporter: dr. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion process of the intra-aortic balloon (iab), the sheath dilator broke off at the hub and ended up in the aorta of the patient. In the retrieval process, the aorta was perforated. The patient later passed away.